Event description:
The customer called and reported experiencing high blood glucose of 300 mg/dl. During troubleshooting, customer stated when his set came loose and he pushed on reservoir, trying to get bubbles out, he had to use a lot of force to get insulin to come out. Customer believed high blood glucose may have been caused by the reservoir, which may have been occluded. At time of this report, customer's blood glucose was 130 mg/dl. It was advised the reservoir would be replaced. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.